Event description:
This ra lead was implanted on (B)(6) 2006 and remains implanted at this time. A call placed to technical services on 07/18/2018 reported that there was an alert for atiral intrinsic amplitude out of range amplitude and potential far field oversensing. The following physician was (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).